Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that they had attempted to aspirate from the catheter access port (cap) but had trouble aspirating. The reporter inquired whether the ascenda catheter was more difficult to aspirate than legacy catheters. There were no volume discrepancies noted at the refills. The healthcare provider (hcp) was still doing dose titration for the patient and had noted positive effects from dose increases, thus they noted knowing ¿some of drug is touching them". The reporter was not sure if there was actually a device issue. Troubleshooting was discussed and the reporter would continue to troubleshoot. The pump system was being used to infuse gablofen (baclofen). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received indicated the patient¿s start date of gablofen was (B)(6) 2014 and was on-going at the time of report. The patient did not experience any symptoms. The catheter issue was indicated as a failure to aspirate. The location of the catheter issue was unknown. The catheter issue was identified during side port aspiration. No surgical intervention occurred. No additional action was taken as a result of the catheter issue as the patient had no symptoms of concern. It was unknown how the patient was doing at the time of report.